Event description:
Per the clinic, the patient experienced poor performance with the device and difficult insertion of electrode. The device was explanted (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.